Event description:
THE EVENT OCCURRED IN GERMANY. IT WAS REPORTED THAT DURING AN INTERNAL HOSPITAL TRANSPORT OF A PATIENT, THE ROTAFLOW CONSOLE RAN OUT OF POWER (SHUT DOWN). THE PERFUSIONIST BRIEFLY CONNECTED THE CENTRIFUGAL PUMP TO THE EMERGENCY DRIVE AND SWITCHED TO ANOTHER ROTAFLOW CONSOLE. THE DEFECTIVE ROTAFLOW CONSOLE COULD BE SWITCHED ON IF THE SWITCH WAS PRESSED FOR A LONG TIME. THE AFFECTED CONSOLE IS CURRENTLY LOCATED IN THE FIELD OF CARDIOTECHNOLOGY. ACCORDING TO THE CUSTOMER THE PATIENT LATER EXPIRED, UNRELATED TO THE FAILURE. ON 2026-05-04 THE GETINGE SSU (SALES AND SERVICE UNIT) PROVIDED INFORMATION ABOUT THE EVENT AS FOLLOWS: THE PATIENT UNDERWENT SURGERY IN THE NEUROSURGERY DEPARTMENT. (RFC WAS CONNECTED TO AC POWER) PATIENT WAS TRANSFERED TO THE CT SCANNER FOR MONITORING (DURING CT THE RFC WAS CONNCTED TO AC POWER). FROM THE CT SCAN BACK TO THE INTENSIVE CARE UNIT THE RFC SHUT DOWN. THE POWER SWITCH WAS IN THE ON POSITION. CUSTOMER DID NOT TOUCH THIS SWITCH. AFTERWARDS THE DEVICE COULD NOT BE RESTARTED. HAND CRANK WAS USED AND THE DEVICE WAS SWITCHED TO ANOTHER DEVICE. THE BATTERY WAS FULLY CHARGED. DUE TO THE REPORTED EXCHANGE OF THE DEVICE AND THE REPORTED DEATH OF THE PATIENT A REPORT IS REQUIRED. COMPLAINT ID: (B)(4).

Manufacturer narrative:
THE INVESTIGATION IS ONGOING. FURTHER INFORMATION HAS BEEN REQUESTED BUT HAS NOT YET BEEN RECEIVED. A FOLLOW UP MEDWATCH WILL BE SUBMITTED WHEN ADDITIONAL INFORMATION BECOMES AVAILABLE. NOTE: NO UDI NUMBER HAS BEEN INCLUDED IN THE SECTION D4 UNIQUE DEVICE IDENTIFIER (UDI) SINCE THIS MACHINE (ROTAFLOW) HAS BEEN MANUFACTURED ON 2009. ALL MAQUET CARDIOPULMONARY CLASS II PRODUCTS MANUFACTURED UNTIL 2015 DO NOT HAVE UDI ENTRIES. THEREFORE, NO UDI NUMBER IS AVAILABLE.

Event description:
COMPLAINT ID: (b)(4).

Event description:
(b)(4).

Manufacturer narrative:
FURTHER INFORMATION HAS BEEN PROVIDED ON 2026-07-09 BY THE SSU (SALES AND SERVICE UNIT) AS FOLLOWS: THE PATIENT DATA WAS NOT SHARED BY CUSTOMER DUE TO THE PROTECTION REGULATIONS. FURTHERMORE THE EXACT DATE OF DEATH OF THE PATIENT WAS REQUESTED BUT NOT PROVIDED BY THE CUSTOMER. NO ERROR MESSAGE OR ALARM WAS DISPLAYED. AFTER THE EXCHANGE OF THE AFFECTED RFC THE INVOLVED PATIENT WAS STILL ALIVE. THE CUSTOMER RULES OUT THE POSSIBILITY THAT THE PATIENTS DEATH WAS RELATED TO THE DEVICE. THE INVESTIGATION IS ONGOING. FURTHER INFORMATION HAS BEEN REQUESTED BUT HAS NOT YET BEEN RECEIVED. A FOLLOW UP MEDWATCH WILL BE SUBMITTED WHEN ADDITIONAL INFORMATION BECOMES AVAILABLE.

Manufacturer narrative:
The RotaFlow Console with S/N (b)(6) was investigated by Meditec on (b)(6) 2026 and the reported failure could be confirmed. The On/Off Switch with Cabling was detected as defective. The On/Off Switch with Cabling (article number 701050674) has been replaced. After the replacement the device was working as intended and is back in use. The affected On/Off Switch with Cabling has been requsted for further investigation but not received yet. The investigation is ongoing. Further information has been requested but has not yet been received. A Follow up MEDWATCH will be submitted when additional information becomes available.